Event description:
A (B)(6) female patient contacted zoll customer support to report a service code 204. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the orange wire (+5v) was open in the trunk cable connector. The cause was a cracked trunk cable connector. The root cause for the cracked connector could not be positively identified, but was likely physical abuse. No adverse event resulted from the open wire. The patient received a replacement electrode belt.